Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: not-implantable; explant date: na, non-medtronic product ID: 20mm semi compliant balloon; product lot number: unknown, select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a medtronic transcatheter aortic bioprosthetic valve (tav) within a pre-existing non-medtronic tav, valve repositioning was performed one time prior to the successful implant of the valve. A post-implant balloon dilation was performed using a 20 mm semi-compliant balloon. The next day, the patient experienced atypical neurological symptoms, reported as seeing things as ¿leaning¿ with no obvious deficit. Postoperative static and visual cerebellar syndrome was reported. A computed tomography and magnetic resonance imaging were performed, and an ischemic stroke was identified. The stroke resulted in prolonged hospitalization and permanent impairment. Per the physician, the event was possibly related to the medtronic device and probably related to the implant procedure.